Event description:
A cartridge alarm was reported by the caller, and there was no impact on their blood glucose level, which remained below 500 mg/dl. The customer was advised by technical support to use multiple daily injections as a backup therapy while waiting for a replacement pump with updated software. The customer understood instructions for preparing the current pump for return and expected a delivery of the new pump without a signature requirement. The faulty pump was to be returned to tandem using the provided return box and pre-paid label within 10 days.